Manufacturer narrative:
Advised customer review of the maintenance shows all maintenance up to date the day of testing, the camera appeared to be operating as expected. The event log shows no errors during testing. Qc and all other samples run the same day and around the same time as the sample in question reacted as expected. The sample was retested and this time resulted negative as expected on the neo. This suggests the instrument and reagents are performing as expected. Advised customer that the sample cannot be ruled out as the cause of this unexpected positive reaction.

Event description:
On (B)(6) 2016, a customer reported an unexpected reaction on the galileo neo instrument when testing a donor sample. They received a 2+ reaction on the neo with anti-c. Historically the donor is anti-c negative.